Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4): evaluation results - visual inspection of the returned lens showed half of the lens was torn off and missing and there was clear surgical residue on the device. Conclusion: an investigation of the root causes of lens tears, similar to that stated in this complaint was conducted and addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The investigation also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).

Manufacturer narrative:
Reportedly, by a nurse, the cartridge overrode the 3-piece silicone iol and tore it during insertion requiring intraoperative lens exchange. The incision was not enlarged and no other tissue damage was reported. Another lens of same model and diopter was implanted successfully. According to the same reporter the most likely cause of the event was unknown. However, there is a possibility that procedure related factor (small incision) might have caused/contributed to the reported event, as written on the iol sticker and purchase/ return form. A lens work order search was performed and another similar complaint was found within the work order. Based on the complaint history, medical review, evaluation of the returned product and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The customer reported that the cartridge overrode and tore the +3.0 diopter aq5010v three piece silicone lens as the surgeon was inserting it in the eye. The lens was removed and replaced with another same model/diopter lens without any injury to thepatient.